Event description:
It was reported that the 9800 system displayed a "precharge voltage" error. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the filament driver board and battery pack. The system was tested and found to be working as intended and placed back into service.